Event description:
The manufacturer received a maude event report (foi) which stated that "three years after having silicone breast implantations, the reporter started experiencing problems that included: extreme fatigue, flu-like symptoms, numbness in left hand, loss of bladder control, shoulder and arm pain and jaw pain."